Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between an unspecified line of the homechoice cassette and an unspecified bag, which resulted in leak and caused the alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell ten of eleven of peritoneal dialysis therapy. The patient was not connected at the time of the alarm. Proper disconnect procedures were followed. During troubleshooting, it was reported that there was a loose connection between an unspecified line of the homechoice cassette and an unspecified bag which resulted in leak and led to this alarm. Renal therapy services (rts) assisted in removing the cassette and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.